Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was not treated with medication for the peritonitis event. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4).additional information for b5: on an unreported date, antibiotic therapy was completed. The peritoneal effluent fluid was clear and the patient was reported to be doing well. On an unreported date, the patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.